Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. As a result of this malfunction the patient opted to have the tooth extracted to preclude permanent (irreversible) damage to a body structure, though immediate treatment of this nature is inadvisable per expert opinion provided by dr. Even so, this event meets the criteria for reportability per 21 cfr part 803. Five files were returned, one of which was found to have separated approximately 21.08 mm from the handle. The other files (unused) were evaluated for land-width measurements and found to be in specification. Also, a DHR review was conducted with no abnormalities noted. Please note that this event and the event documented under report number 2320721-2007-00061 involve the same patient and tooth. The device was returned and evaluated.

Event description:
It was reported that a file separated during a procedure. The patient opted to have the tooth extracted as a result.